Event description:
This pi is for the patient's 1st revision procedure on (B)(6) 2014 due to infection. Left hip. Update 14/jan/2022: timeline of events per medical records: first revision on (B)(6) 2014 due to infection (this pi), second revision on (B)(6) 2014 due to recurrent dislocations, and third revision on (B)(6) 2021 due to constrained liner impingement which had lead to excessive plastic wear and the liner's locking ring breaking.

Manufacturer narrative:
The following devices were also listed in this report: unknown delta ceramic head, 28 medium neck length; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving an unknown shell was reported. The event was confirmed via medical review. Method & results: product evaluation and results: not performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "materials reviewed: [...] (B)(6) 2013: operative note, dr. Left tha via daa approach. Previously fused knee. Hip joint with synovitis and large effusion. No obvious avn. Routine procedure utilizing 46 mm trident shell line to line and d liner alumina. Femur to size 3 quadra-h stem. 28 medium neck length. Delta ceramic head. (B)(6) 2014: operative note: revision tha (kiwi spacer). Reason for revision not stated. Posterior approach. Incorporated old scar. A tear noted in the glutes medius tendon. Burs excised. No obvious infection. Some granulation tissue. Biopsies taken. Femur mobilized. There has ho in the anterior capsule. Psoas released. Granulation tissue cleared from around acetabular spacer. Cup reamed to 50 mm and a contemporary cup cemented with copal (c=g) with a ¿loose cement mantle¿. Femur prepared by clearing the granulation tissue. Abx beads with vanco and gent placed into canal to ¿isolate any further infection associated with her previous arthrodesis¿. Size 1 exeter stem with 44 offset loosely cemented in with similar copal cement. Felt stable to motion. Additional abx beads placed into joint capsule. Routine closure. (B)(6) 2014: office letter. Dr. Had to take the patient back to the operating room as she had two dislocations which required reduction under general. Recurrent dislocation felt likely. Standard posterior approach used. Stem well fixed. Multiple biopsies taken. Was able to dislocate at 900 flexion but 400 ir and 200 add to lever head out. Cup removed and a cement in cement revision performed with 48 mm constrained cup. 22mm +3mm head used, stainless. Hip found stable and without impingement. [...] (B)(6) 2021: office letter. Dr. Explored hip through standard posterior approach. As suspected found impingement which was not surprising in light of the constrained liner and previously fused knee. There was burnishing of the neck posterosuperior and concomitant wear of the liner at 2:00. A portion of the poly lip was fractured. And the constraining ring disrupted. Frozens negative for infection. Felt that previous infection was irradicated. Stem felt to be well fixed despite being a ¿kiwi spacer¿. So, stem left in place. Semi constrained freedom cemented liner placed. Will decide about long term cipro. (B)(6) 2021: operative note. Revision left tha via posterior approach with revision of acetabular cup. Moderate fluid in joint but no obvious pus. Frozens sent. No signs of infection noted. Impingement noted and there was burnishing of the neck posterosuperior and concomitant wear of the liner at 2:00. Femoral spacer was well fixed. Cup was ¿microscopically loose¿, so it was removed. Cup extracted and a new cemented freedom cup placed with copal c & g cement. 36/0 neck with freedom head and v40 adaptor sleeve to match exeter stem. Capsule repaired through drill holes. Confirmation: revision surgeries were confirmed x3. The original revision appeared to be for an infection. The second revision for recurrent dislocation and the reasons for the third revision were not entirely clear. At that final revision, stem-polyethylene impingement was noted with fracture of the constrained liner and burnishing of the stem¿s neck. Root cause: while the root causes could not be completely defined by the materials provided, it appeared that the root cause of the first revision was infection and the second recurrent dislocation. The root cause of the third revision could not be defined. The impingement of the stem-liner noted at the third revision may well have been to result of differing root cause for the revision. [...]" Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusion: a review of the provided medical information by a clinical consultant confirmed the infection event. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size d alumina liner; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision procedure. Update 07 october 2021: patient dislocated and required revision.